Event description:
On (B)(4) 2012 customer reported that the lxi 725 instrument generated false low sodium (na), chloride (cl) and/or carbon dioxide (co2) results for 12 patient samples. Results were reported out of the lab. When the issue was noticed, the instrument was recalibrated and samples rerun. The reports were amended. Treatment was not initiated or withheld based upon the erroneous results reported. Quality control (qc) prior to the event was within lab-established ranges. When the issue was noticed, qc was rerun, and it was low (either outside of lab ranges, or on the bottom of the range). The instrument was recalibrated and qc recovery came back into range, at which time the samples were rerun and the reports amended. Field service engineer (fse) inspected the instrument and found no issues. Failure could not be duplicated. Fse verified performance and no further issues were reported.